Event description:
It was reported that an ilet bionic pancreas displayed a cracked screen of unknown cause, while the device continued to power on, allow unlocking, and announce as expected. Symptoms included no injury. Outcomes included no impact on clinical status and continued ability to use the device functions and the patient¿s cgm as normal.

Manufacturer narrative:
Investigation included a review of user reports and device use history, shipping a replacement unit, and instructing the user on syncing data, shutting down the device, and returning the affected unit. Investigation of this case revealed physical damage to the display component without functional impairment reported. It was concluded that the event involved a device component damage to the screen with no associated patient harm and that replacement and user guidance were appropriate.